Event description:
Analysis of the returned device found that the stent deployed prematurely during use and the stent delivery wire was fractured during use. There were no clinical consequences to the patient reported as a result of this event. The stent was replaced and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject stent was received deployed within the lumen of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter appeared to have been cut prior to returning. Deformation was noted throughout the subject stent. The distal end was pinched together. All 3 marker bands were present on both ends of the subject stent. The introducer sheath distal tip showed signs of damage. The stent delivery wire (sdw) was kinked/bent throughout its length. The distal tip of the stent delivery wire (sdw) was broken/fractured between the spacer coil and the proximal side of the distal bumper. Functional inspection was not performed due to the subject stent being returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes 'stent deployed prematurely during transfer' was not confirmed. The remaining code 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device it was reported that 'during the delivery of the subject stent to the proximal end of the microcatheter, the subject stent got stuck inside the microcatheter. The physician then withdrew the subject stent system out of the body'. In the gfe follow-up replies, the user stated that the stent had deployed prematurely in the microcatheter hub. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use (dfu). The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The subject stent was returned for analysis deployed off the stent delivery wire (sdw). The distal section of the subject stent was partially loaded inside the proximal lumen of the returned microcatheter and partially present in the microcatheter hub. Once removed from the microcatheter, the subject stent was noted to be deformed. The introducer sheath was returned and the distal tip of the sheath was damaged. The stent delivery wire (sdw) was also returned and there was kinking/bending present along the length of the wire. The distal tip of the stent delivery wire (sdw) was broken/fractured on the proximal side of the distal bumper. Excelsior sl-10 and xt-17 are the recommended microcatheters to use when using a neuroform atlas stent, because the internal hub profiles are an exact match for the external profile of the distal tip of the introducer sheath. This is not the case for echelon-10. Precise placement of the introducer sheath is critical when using an echelon-10 microcatheter (mc). In this instance there was deformation of the introducer sheath distal tip opening, suggesting that the sheath was advanced slightly too far inside the echelon-10 hub. If this were to occur, it is likely that, during advancement of the subject stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject stent would become damaged as it passes through the damaged distal tip of the sheath. The user will then experience increased resistance while attempting to advance the subject stent into the microcatheter, resulting in damage to the subject stent and very often to the stent delivery wire (sdw) as well. Upon realizing this through increased resistance, the user normally withdraws the stent delivery wire (sdw). When the proximal end of the subject stent is retracted as far as the hub, the subject stent will automatically begin to expand into the larger lumen space, thereby freeing up the stent delivery wire (sdw) which slips out of the stent. It is not clear why the stent delivery wire (sdw) fractured at the distal tip. This might be due to the level of force that was needed to withdraw the subject stent once it had become stuck inside the proximal section of the microcatheter lumen. This is one possible explanation to explain the event description and analysis findings. An assignable cause of procedural factors has been assigned to the as reported code 'stent difficult/unable to advance or pullback through catheter' and as analyzed (aa) codes 'stent deployed prematurely during use', 'stent deformed', 'stent introducer sheath distal tip damage', 'stent delivery wire (sdw) kinked/bent' and 'stent delivery wire (sdw) broken/fractured during use' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the directions for use (dfu), but performance was limited due to procedural factors during stent transfer/advancement. The code 'stent deployed prematurely during transfer' has been assigned not confirmed.